Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and motor error alarm during basal. Customer's blood glucose was unknown mg/dl. The customer stated stripes in display and also seen in s test. The customer stated that the motor error occurred once in the last 30 days. The customer is using the sensor feature in the pump. The customer was advised that a false motor error alarm may be caused by view the sensor glucose graph while the device is delivering a bolus. The customer stated that they were able to rewind. The customer was advised that the device would be replaced. The customer was advised to return the product for analysis.